Manufacturer narrative:
Device evaluation: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results are as follows: ¿ 191 mmhg blood side pressure drop conclusion: reason for the return was not confirmed. D.4 expiration date and h.4.mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. The device was replaced. Medtronic received additional information that the pump was a roller pump. The pressure increased suddenly. There was 1500ml of crystalsol adminisrated during prime. Heparin dosing was monitored with the hemochron gem plus to achieve optimal therapeutic response. The act value was 550 seconds. The normothermic temperatures pre and post oxygenator was 36.5 degrees celsius. It was impossible to continue the procedure with the elevated delta pressure. D4.3 serial #: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high resistances were observed prior to use at the input to the extracorporeal circulation (cec) circuit for the fusion oxygenator. Oxygen was set at 1.3 lpm with 360 for the inlet and 25 for the outlet. The use of the device was unspecified. No patient complications have been reported as a result of this event.